Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the analysis was out of specification electrically. The analyzer was sent for repair and restock. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.